Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/29/2017, that on (B)(6) 2017, the patient's mother stated that there was an issue with the dexcom system not working and could possibly be the transmitter. It was indicated that the patient was in the hospital; however, the reason for being in the hospital is unknown. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4)

Event description:
Data was provided for evaluation. The customer's complaint was unable to be confirmed. The root cause could not be determined.